Event description:
It was reported that, "pt received a left stryker total knee. He experienced pain and popping with each step, and it wiggled side to side. (B)(6) 2007, he had a surgery to replace the polyethylene insert with a thicker insert."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info (including x-rays and op report) was requested. Should device or additional info become available, the eval summary will be submitted in a supplemental report.